Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to performed the load fill tubing sequence multiple times. In addition, the insulin gauge was inaccurate. Customer's blood glucose level was not impacted. Reportedly, the customer reloaded the same supplies to address the issues.